Event description:
Patient had a swan ganz catheter in which fick calculations were due for 06:00 am. I, the patient's rn, was inflating the swan balloon as I had done on numerous previous accounts without issues. As balloon was inflating, catheter balloon ruptured and blood was noted in the balloon tubing. I had not reached a wedge pressure so balloon rupture was not due to overinflation as it ruptured with only 1.3ml of air instilled. Catheter balloon was always passively deflated so this was not the cause of rupture. Balloon was not over inflated so this was also not the issue. This is clearly an issue of faulty equipment and needs to be addressed for patient safety.